Manufacturer narrative:
(B)(4). Device evaluation:the reported condition of an ipump with missing segments on the display was confirmed and reproduced during product evaluation. The root cause was a defective display. The display was replaced to fix the reported condition.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an ipump with a condition of 'has a defective display'. This condition occurred during programming/setup. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.